Manufacturer narrative:
One 8x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. The first distal thread has deformed and a portion has broken off. Proximal to the deformity the screw is cracked. The screws major diameter and wall thickness was measured and found to meet print specification. Without the pertinent clinical details regarding graft type, tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Additional information was received from reporter stating that the correct part number for this complaint is (B)(4) lot: 50757058.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl surgery, it was found that the tip of the screw was breaking during the screw insertion. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.